Event description:
A report was received regarding a tfn lag screw removal procedure. The patient was implanted with a tfn construct on an unknown date. The patient was returned to surgery for removal of the lag screw due to arthritis at which time the patient was revised to a total hip. While the lag screw was being removed, the flanges on the inserter extractor became bent, rendering the device unusable. The surgeon used another inserter to remove the lag screw. The procedure was completed with no further problem, and no adverse effect to the patient was noted. This is report #2 of 3 for the same event.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.